Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. Based on the observation summary report, there were some reprocessing deviations observed during the on-site visit, and they are as follows: the user facility staff only removed the scope connector of the scope from the water when turning off and disconnecting the leak teste. Then during manual cleaning the customer did not use a 30ml syringe to fill the channels with detergent. They just skipped that step completely. The ess provided a reprocessing in-service or reprocessing training to the user facility staff.

Event description:
Olympus was informed that during an on-site visit, the user facility staff only removed the scope connector of the scope from the water when turning off and disconnecting the leak teste. Then during manual cleaning the customer did not use a 30ml syringe to fill the channels with detergent. They just skipped that step completely. After the observation, the supervisor was informed of the steps that were performed incorrectly. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has already conducted training on proper reprocessing for the user facility. User can prevent the suggested event by following instructions for use (IFU) below. Bf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.